Event description:
It was reported that intermittent oversensing of right ventricular (rv) lead noise was noted on a remote transmission. The patient received inappropriate anti-tachycardia pacing (atp) therapy as a result of oversensing the rv lead noise. The rv lead was capped and replaced with a competitor product on (B)(6) 2026. The patient was stable.